Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally patient reported new complaint of retrograde ejaculation. His scs has remained off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient reported he has been progressively getting nausea, air and fluid. Patient reported having he was experiencing pain on the left lower quadrium and abdominal pain. Patient reported feeling tingling in the buttocks and thigh area and the ins area, flank area. The pain stim therapy has been working well and providing pain relief. Patient reported he was admitted at the hospital for 3 days and had test done, cat scan and they checked for diverticulitis and all lab work came back normal. Patient reported after discussing with a rep and her doctor they decided to turn off the implant last night and his symptoms dramatically got better and he was discharge from the hospital today. Patient stated the plan is to reset the program and setting to avoid any parasympathetic problem. Patient asked what is the recommendation and guidance to avoid these symptoms again. Patient stated he likes the therapy because it helps his pain and wants to use the therapy. Patient mentioned 4yrs ago he had colitis. Patient mentioned he did literature search in the internet and found gi motility disorders and read up on it. Patient asked to speak with someone who is more knowledgeable than patient services agent. Patient services (ps) conference patient with tech services and reviewed adverse events and consult with medical affairs and consult with local reps. All of the call recording is not available in verint. Patient stated that hospitalization was related to devices. First hospitalization was two days after implant where they were having retention issues. They were treated with increased flow max helped and that resolved. Then again, they were hospitalized for nausea and abdominal pain. These symptoms are not resolved. All doctors and reps and gastroenterologist do not link the symptoms to the devices/therapy because all tests come out normal. The last gastroenterologist said maybe it is decreased gastric motility which summed up what patient feels is going on in their guts. The device was turned off, which led to back beginning to hurt because device was doing a good job controlling back pain. Next morning the gi issues were getting better and kept getting better for next few weeks - nausea and abdominal pain got better. Patient has lost about 10 pounds since these issues started. They were (B)(6) and now they are(B)(6). Device is completely turned off; back pain is being taken care of by oral medications. Hcps say to leave the device off, they may perform additional programming in future. Pt waiting for symptoms to get better and will see the doctor again.

Event description:
Patient would like his device disabled and his managing physician will not help him. MRI confirmed the lead is not mid-line which was original placement. Constipation began after the implant of the implant (implant date= (B)(6) 2021). Possible revision but no date at the time of the report. The cause of the reported symptoms has not been determined.

Manufacturer narrative:
Continuation of d10: product ID 977c165, serial# (B)(6), implanted: (B)(6) 2021, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that they had no previous history of retrograde ejaculation or any other symptoms previously reported. The patient had an endoscopy, blood work and x-rays done. A urologist believes the symptoms are due to a parasympathetic disruption by the spinal cord stimulation device. The cause was not determined. The entire system was removed during the first or second week of (B)(6) 2021. It was noted that the issue was not completely resolved. The symptoms had resolved about 60% and the patient was just waiting to see if they will completely resolve. It was noted that the symptoms that have not resolved yet are manageable with medication.

Manufacturer narrative:
Continuation of d10: product ID 977c165 lot# serial# (B)(6) implanted: (B)(6)2021 explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: per additional information, previously reported device code c76126 is no longer applicable to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported stimulation was turned off 2 weeks ago, pt is still taking zofran for nausea and still experience some abdominal pain. During the call ins battery was 40% pss recommended ensuring ins is charged prior to MRI. Pt became escalated about the ins battery depleting with stim off even after pss explained ins battery function. Pt is concerned about "where the power goes" and wants pss to confirm that zero power is going into the lead.

Event description:
Additional information was received on july 14, 2021 from the manufacturer representative (rep), who reported that the patient repor ted that they had symptoms of constipation and had been on zofran and dilaudid for the symptoms. The patient ended up having an MRI and an x-ray, and it was found that the lead was not midline, so the rep suspected the patient may need a revision. It was confirmed that the ins had been off, but when they went to put the device into MRI mode, the ins charge was at 40%. The rep inquired about the depletion of the device from 100% to 40% when it was off. Technical services reviewed the ins will deplete even when it's off.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.